Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the vio integrated electrosurgical generator unit (iesu). System tested and verified as ready for use. Isi has received the vio iesu, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. A review of the site's system logs for the reported procedure was conducted by a isi technical support engineer (tse) when the customer called in for assistance. Investigation revealed multiple errors that may have been related to the system complaint. Additional log reviews confirmed that system sk0802 was used on 02-sep-2022 for a rectopexy procedure. This complaint is considered a reportable event due to the following conclusion: the vio integrated electrosurgical generator unit was replaced after the completion of the procedure due to errors c-06, m-11, and m-21. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) to report that they encountered an issue where both of the monopolar and bipolar energy stopped working. The customer power cycled the integrated electro surgical unit (iesu) generator and the issue was resolved. The reporter explained shortly after the power cycle of the (iesu) generator, the energy stopped being provided once again. The live logs reflected errors c-06, m-11, and m-18 on the iesu generator. Tse explained a power cycle of the (iesu) was the recommended resolution to the errors. The customer proceeded with their procedure. The procedure was completed as planned with no reported injury. On (B)(6) 2022, isi obtained the following additional information: the iesu generator was not providing energy. The issue occurred during the procedure after the ports were already placed. System functionality was checked at start up with no issues found. The customer power cycled and continued every time the issue returned. They were able to complete the procedure robotically. The issue has not returned since the isi field service engineer replaced the iesu generator.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint and completed the evaluation. Review of the logs confirmed errors m-b0-60 and m-b0-54 occurred on the system. During failure analysis, investigation was unable to reproduce the reported complaint. During testing, the unit energized, cauterized, and all ports recognized the test instruments.